Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade 2+. There were no adverse patient effects or clinically significant delays reported. Within november 2025, the patient returned with worsening clinical condition and recurrent mr of grade 4+. A transthoracic echocardiogram (tte) showed that one of the clips had a single leaflet detachment (slda) and that the anterior leaflet had tissue damage. It was reported that on (B)(6) 2026. The patient returned with grade 4+ mitral regurgitation (mr) and a baseline mean pressure gradient (mpg) of 3.2mmhg for a secondary mitraclip procedure. During the mitraclip procedure, a mitraclip was attempted to be implanted on the anterior-3/posterior-3 leaflet position, upon grasping the mean pressure gradient (mpg) increased to grade 8 mmhg. The clip was removed from the patient, the mpg reduced to 4.6mmhg and the procedure was discontinued. The final mr remained at grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) and tissue damage appear to be a cascading effect of the reported slda. Mr and tissue injury are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.